Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came reanimated to clinic. Episodes of oversensing/noise could be observed. Due to that patient received shock that might have induced vf which could not be terminated with additional shocks, external shock was delivered. Patient is stable, lead revision is planned.